Event description:
It was reported that during a demonstration by a boston scientific marketing employee, deflation difficulties were encountered with the talon balloon. The talon balloon was inflated one time to five atms for one minute, then required 88 seconds to deflate. When the device was dissected, a blockage was detected at the inflation lumen area of the device. This device was not used in the pt, so no injuries or complications occurred.